Manufacturer narrative:
One sample was received for evaluation; no stylet was received. The reported event could not be confirmed. A visual inspection was performed and it was determined that all the components were assembled properly at the tube according to applicable drawings. An inflation/deflation test was performed and the sample was submerged into a container filled with water and no leaks were observed in any of this testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pilot balloon did not deflate completely and cuff deflation could not be confirmed. The patient was reintubated with another tube.